Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon could not be inflated and the endotracheal intubation could not achieve the purpose of establishing an artificial airway. After extubation, an air inflation inspection found that the balloon had a leak, immediately replaced the catheter and re-intubate.